Manufacturer narrative:
The device was received for evaluation. During functional testing, "occlusion down stream even with new tubing in place" was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide is chipped. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed downstream occlusion alarm even with new tubing in place during unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: h6. Correction h11: the device was received for evaluation. During functional testing, there were no downstream occlusion alarms that occurred. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.